Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas with a cd 23" 6 mm infusion set, with the cause of the hypoglycemia unclear; the user contacted support for assistance changing supplies and completed troubleshooting and education, and the device issued low and urgent low alerts. Symptoms included not thinking clearly. Outcomes included oral carbohydrate intake to correct the low and no need for medical intervention or external assistance. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no device malfunction reported and no component-specific failure identified, with the event attributed to hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.